Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of high control test results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is about one week ago. Control test performed during call with result above acceptable range of 68mg/dl and 69mg/dl. Control level one lot #4ac1b73 acceptable range is 32 to 62 mg/dl. Control manufacturer's expiration date is 11/30/2016 and open date is (B)(6) 2015. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: test strips.

Event description:
Consumer complaint of high control test results. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is about one week ago. Control test performed during call with result above acceptable range of 68 mg/dl and 69 mg/dl. Control level one lot#4ac1b73 acceptable range is 32 to 62 mg/dl. Control manufacturer's expiration date is 11/30/2016 and open date is (B)(6) 2015. No adverse event reported.